Event description:
It was reported that an ilet user experienced an urgent low glucose event with a lowest cgm reading of 53 mg/dl, accompanied by pump low alerts; the user treated with oral carbohydrates including parts of a hamburger and glucose gummies, and glucose was trending up to 128 mg/dl at the time of the call after physical activity while on the first day of ilet use. Symptoms included hypoglycemia with confusion/disorientation, dizziness, and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.